Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer found the diluent assembly probe required adjustment which he performed. He ran mechanism checks and qc without error. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for qc and patient samples from the cobas pro ise analytical unit after the customer changed the diluent and is reagents. Sample (B)(6) initial sodium result was 131 mmol/l and the repeat result was 141 mmol/l. Sample (B)(6) initial sodium result was 127 mmol/l and the repeat result was 138 mmol/l. The initial chloride result was 97mol/l and the repeat result was 108 mmol/l. Sample (B)(6) initial sodium result was 127 mmol/l and the repeat result was 139 mmol/l. Sample (B)(6) initial sodium result was 143 mmol/l and the repeat result was 153 mmol/l. Sample (B)(6) initial sodium result was 123 mmol/l and the repeat result was 135 mmol/l. Sample (B)(6) initial sodium result was 129 mmol/l and the repeat result was 140 mmol/l. Sample (B)(6) initial sodium result was 123 mmol/l and the repeat result was 132 mmol/l. The customer could not provide if the questionable results were reported outside of the laboratory. The repeat results were believed correct.